Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was noted due to out of range low pace impedance measurements when it come to this right ventricular (rv) lead and competitor device. When the trend of the pace impedances was checked a gradual increase was noted in all vectors. A request for review as sent to boston scientific technical services (ts). No adverse patient effects were reported. Ts noted that it was difficulty to provide recommendations for this case as the device was a competitor and data evaluation and data interpretation would be different for each device. Ts did discuss checking the lead and performing manipulations. Ts also discussed possible root cause when it comes to this case, however detailed system evaluation would be useful to determine lead system integrity.

Event description:
Additional information noted that the alert for the shock was raised to 120 ohms and no revision has taken place. The lead was also noted to have been tested with the programmer and no issues were noted with the pace/sense portion of the lead.